Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately five years post catheter placement, the catheter allegedly had leak upon flushing. It was further reported that the catheter was allegedly damaged near the port stem. Extravasation was noted. The port system was removed from the patient. The current status of the patient is stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported catheter fracture, fluid leak, extravasation and identified deformation and wear issues as a longitudinal split was noted to the catheter proximal to the port body. A partial circumferential break was noted to the catheter at distal end of the cath-lock. Furthermore, the edges of the partial circumferential break appeared to be round and he surface appeared to be smooth and as well as glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post catheter placement, the catheter allegedly had leak upon flushing. It was further reported that the catheter was allegedly damaged near the port stem. Extravasation was noted. The port system was removed from the patient. The current status of the patient is stable.